Event description:
Pt resuscitated by device via face mask. Pt then intubated. Pt valve of resuscitator broke at swivel when resp. Therapist attempted to remove mask. Device developed leak at pt valve when swivel re-attached to pt valve by rep therapist. Second device successfully used. Pt expired. No suspected association between claimed device malfunction and pt death.